Event description:
Reporter alleged while in hosp for a condition not related to diabetes, blood glucose was tested. It was stated the hosp measured glucose to be 101 mg/dl compared to the customer's meter of 184 mg/dl when testing was performed at the same time. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.